Manufacturer narrative:
Recall continued: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced on (B)(6) 2018 due to frequent recharge. Reportedly, therapy was restored postoperatively and the issue resolved.